Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and motor safety circuit failed test. Alarm is found in the downloaded history files due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify failed battery alarms due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received battery failed alarm, low battery alert and the insulin pump was beeping and alarming noise as well as not working anymore. Customer¿s blood glucose level was 9.2 mmol/l. Customer stated that the red light started flashing and to change the battery. Contacts was not missing, damaged or corroded. Customer stated that the back light of the screen was not turning on but the one on the keypad was working. Troubleshooting was performed. The insulin pump will not be returned for analysis.